Event description:
Explanted after fracture healed, was irritating the patient. Rep received the plate back and one of the screws was cold welded on the plate. Extraction was difficult because of the screw, had to rip it out, to get it out. Irritation was not due to the screw, but the coldweld was discovered upon removal.